Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer observed lower sensor scan results compared to another adc meter. A horizontal trend arrow indicated that glucose levels were changing slowly (less than 1 mg/dl per minute). The customer did not experience any symptoms. Due to the low scan readings, four sachets of powdered sugar were provided to the customer, and the insulin pump was stopped. The next day, humalog insulin (dose and type unknown) was administered as treatment. There was no report of death or permanent impairment associated with this event. A sensor result of 124 mg/dl mg/ dl was compared to another adc meter reading of 470 mg/ dl, and the results, when plotted on a parkes grid, fell into the c zone, showing the difference in values to be clinically significant. The sensor has been worn for 11 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.